Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the coronary artery. The 3.0 x 15 mm trek balloon was advanced to the lesion without issue and attempted to be inflated, but the balloon did not inflate. The device was removed without resistance. After removal, it was found that there was a leak at the guide wire exit notch. A new balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported leak and inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.